Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the middle port. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured october 05, 2018 - october 06, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.